Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that the image was found to be blacking out and found to be flickering, when the angulation knobs are being manipulated. There was no evidence of fluid invasion in the device. The device passed all leak test requirements. The image was attributed to a damaged and worn charge coupler device. This report is being filed as an MDR in abundance of caution.

Event description:
The user facility reported that the screen goes black and dark pink during a procedure. The device was disconnected to get the image back. There was no pt injury reported.